Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr stuck in lesion and was cut upon removal. The target lesion was located in the mid left anterior descending artery. A 1.50mm rotalink plus was selected for use. During rotablation, the burr stalled for the first time when it got suck in the lesion upon the third or fourth run. Subsequently, low pressure balloon and glyceryl trinitrate (gtn) was performed but still it was unable to remove. The rotawire and burr catheter were then cut and successfully able to pulled back the burr. The procedure was completed with a different device. No further complications reported and patient was fine post procedure.